Manufacturer narrative:
Continuation of d10: 6947m55 lead. Implant date: (B)(6) 2013, 5076-45 lead. Implant date: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bacteremia and septicemia which was found in blood cultures. The patient had multiple large vegetations on the mitral valve with noted mild regurgitation. The organism responsible for the infection was identified as streptococcus bovis. The patient was hospitalized, treated with intravenous antibiotics, the device was reprogrammed, and the cardiac r esynchronization therapy defibrillator (crt-d) system was explanted. A temporary implantable pulse generator (ipg) was implanted and a new crt-d system was implanted four days later. No further patient complications have been reported as a result of this event.